Manufacturer narrative:
Device evaluation: lens was returned wrapped in gauze in a lens case vial. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
Additional data: the reporter indicated there was no patient injury. The cause of the event was due to user error, a new technician was loading. Another same model,length,diopter lens was implanted and the problem was resolved. (B)(4).

Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 12.6mm tmicl12.6 implantable collamer lens, - 9.50/+1.5/090 (sphere/cylinder/axis), was torn/broken due to a loading error and there was patient contact. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.